Event description:
Philips identified a software defect in iscv (intellispace cardiovascular) wherein the user was having issues with digital imaging and communication in medicine (dicom) structured report (sr). The user was unable to complete the report as an error message appeared in the ¿load new images and/or data¿ tab. No adverse events or patient harm was reported in the associated complaint (B)(4). The device was in clinical use at the time of event. Although no adverse events or patient harm were reported in the associated complaint, this malfunction has been determined to be reportable. Under specific circumstances, it could potentially lead to delayed diagnosis or misdiagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction.